Event description:
It was reported that the set screw "pulled out" after the pt was involved in a car accident. This was a three level case. It was reported that the pt did fuse and a revision surgery is not required. No pt injury was reported.